Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause was determined to be use error - the home patient disconnected from the set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The labeling review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) disconnected in drain 4 of 4 and reconnected. The hc alarmed with system error (se) 2240. The technical service representative (tsr) had the hp cycle power and the se 2367 alarmed. The tsr cleared the alarm. The hp would use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient(hp) was contacted on 06 may 2011. The hp stated that she did not develop any adverse reactions or need any medical intervention. The hp also stated this was an isolated event.